Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the right atrial lead dislodged. It was noted that atrial pacing resulted in ventricular capture. X-ray confirmed lead dislodgement. The lead was successfully repositioned on (B)(6) 2018. The patient was asymptomatic to the dislodgement and did not have any complications from the surgery.